Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed which passed. According to the investigation, the customer reported problem could not be duplicated; however, there were multiple error found in the device ehl log. Investigator's replaced the pump the downstream occlusion sensor for preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "reattached cassette alarm". No adverse effects reported.